Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to cracks and bleeding on the lcd glass. Analysis was unable to perform the functional tests due to the blank display. The insulin pump was received with a scratched case, minor scratches on the lcd window, a damaged keypad overlay texture, and a broken off end cap.

Event description:
The customer reported via phone call that the insulin pump had cracked and did not work anymore. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.